Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings:a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The last bolus delivery was a 10.0unit bolus delivered on (B)(6) 2016 at 16:49 and the last basal delivery occurred on (B)(6) 2016. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted aniimas and alleged that the patient had given to much insulin in a bolus, resulting in a blood glucose (bg) of 60mg/dl with cognitive impairment. Patient required no assistance or unusual treatment, and continues treatment with the pump. During troubleshooting customer support (cs) found no potential causes of an inaccurate delivery issue and attributed the bg excursion to training/misuse. This complaint is being reported because it was determined that the alleged hypoglycemic event was related user error.